Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the pump head was noisy. The surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the actual device. Visual inspection confirmed the complaint, a piece of magnet was present. The components are 100% inspected for defects. The likely cause of this event is a missed inspection or impact of the unit during shipment. A general training was performed with associates to heighten awareness of the issue. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.